Event description:
It was reported that the patient's heart rate and blood pressure were noted as "all over the place." Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).